Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown age, gender and race) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed "system error optical sensor", leading to console and pump exchange. There was no reported patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The logs confirmed the occurrence of "controller error (optical bench)" alarms. An optical fiber break was found inside the red handle near the patient cable connection. The other wires coming out of the patient cable were significantly twisted where the fiber break was found. There were no abnormalities with the bonds. No other abnormalities were found. The root cause of the optical signal issue was a damaged optical fiber line stemming from the internal manufacturing process. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12523: e4 should have been left blank. G1 manufacturing site name and address.